Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care representative (ccr) documentation and additional information obtained when ccr made a follow up call with the patient. The ccr was advised by the reporter that alleged inaccuracy began on the ¿27 or (B)(6) 2015¿. The reporter stated the patient obtained inaccurate blood glucose results of ¿125, 142, 144, 217 and 154mg/dl¿ on the subject meter compared to ¿83, 109, 150, 150 and 109mg/dl¿ on another meter (ultra) and ¿88, 110mgdl/l¿ on a onetouch vita meter, respectively. The results were obtained less than 30 minutes apart. The patient manages his diabetes with insulin (self-adjuster). The reporter for the patient indicated that the patient increased his dose of insulin by 3 units as a result of the alleged inaccuracy. The reporter for the patient stated that at an unspecified time after the alleged product issue began he developed symptoms of ¿shaking, he felt it coming¿. The patient self-treated with food and/or drink. At the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure and the correct approved sample site was used. Ccr also noted that patient used the incorrect testing procedure; the patient uses the same sample for the comparison obtained on the meters. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.